Event description:
It was reported that during a ureteroscopy procedure the basket "fell apart." A zero tip knot 2.4x4x120 basket had been advanced to an unspecified ureteral location. At an unspecified time during the procedure, the basket lost it's shape and wouldn't function. The torque cap appeared separated from the handle. The sheath also appeared kinked. All device components were accounted for. The procedure was completed with another of the same device. There were no patient complications reported. The patient was reported to e in good condition following the procedure.